Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported, the lead was unsuccessfully attempted due the patient's anatomy. Another lead was implanted uneventfully. No patient complications have been reported as a result of this event.